Event description:
It was reported that the nurse stated they were trying to start therapy on a neonate. The arctic sun device was alarming low flow 01/02. Nurse provided s/n (B)(6). Confirmed water flow rate (wfr) was 0 l/min, no kinks in tubing. Had nurse stop therapy and empty pads. Device alarmed 07 empty pads not complete. Nurse attempted to empty pads again but alarmed 07. Had nurse disconnect pads over basin. Walked nurse through placing device in manual control, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -10psi, circulation pump command (cpc) was 0 percentage, system hours 2,003, and pump hours 0.7. Informed nurse to send this device to biomed labelled no flow and swap to a new device. Based on pump hours, the circulation pump may have just been replaced but it seems to not be functioning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a neonate. The arctic sun device was alarming low flow 01/02. Nurse provided s/n (B)(6). Confirmed water flow rate (wfr) was 0 l/min, no kinks in tubing. Had nurse stop therapy and empty pads. Device alarmed 07 empty pads not complete. Nurse attempted to empty pads again but alarmed 07. Had nurse disconnect pads over basin. Walked nurse through placing device in manual control, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -10psi, circulation pump command (cpc) was 0 percentage, system hours 2,003, and pump hours 0.7. Informed nurse to send this device to biomed labelled no flow and swap to a new device. Based on pump hours, the circulation pump may have just been replaced but it seems to not be functioning. Per follow up information received via phone on 20may2025, spoke with charge nurse who confirmed patient was switched to a different arctic sun device to complete treatment. Their floor manager collected the device sometime during that week, but they were not sure of the current status of the device, no further information. Received call back from biomed who confirmed they had took the circulation pump out of the device, checked for damage, and replaced the pump. The device passed their verification check and was sent back to the floor without further repairs.

Manufacturer narrative:
It was reported that the arctic sun device was alarming low flow 01/02. The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. It was reported that in manual control with no pads connected, inlet pressure (ip) was -10psi. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.